Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal comm failure - 1471." Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report was observed during review of the device's activity log; however, a device issue was not observed during the investigation at zoll. The code reported typically means the device encountered an internal communication issue. As a precaution, the central processing unit board was replaced. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.